Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. The customer¿s blood glucose (bg) level was ¿high¿, however, a specific bg value was not provided. Reportedly, the pump was plugged into a alternate power source and successfully charged. Additional information was not provided.